Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, radiculopathy, and spinal pain. It was reported that the device quit working and it would not charge up. The patient stated he did not know if it was the recharger or implant. The patient was trying to use the recharger during the call and reported the reposition antenna screen. The patient said he keeps the recharger charged up. The patient saw poor communication on the programmer with and without the antenna attached. The patient mentioned he just changed the programmer batteries and had good (B)(6) batteries. The recharger would not communicate with the ins. The last successful recharge was in (B)(6) or (B)(6) of 2018. The patient then stated the last recharge had to be sometime in (B)(6) 2018. The patient was directed to follow up with their healthcare provider (hcp). No symptoms or further complications were reported.